Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent fracture occurred. A 3.50 x 28 synergy ii drug-eluting stent was advanced for treatment. However, during the angioplasty, the stent fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: the 3.50 x 28 synergy stent was returned for analysis. A visual and tactile examination identified no damages of the hypotube shaft profile. A visual and tactile examination of the distal extrusion identified no damages. A visual examination of the crimped stent found no damages. A microscopic examination of the distal extrusion confirmed no evidence of any damages. A microscopic examination of the crimped stent identified no damage. There were no stent strut fractures. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. The crimped stent od (outer diameter) was measured and the result was 0.0420 inch. This is within maximum crimped stent profile measurement.

Event description:
It was reported that stent fracture occurred. A 3.50 x 28 synergy ii drug-eluting stent (des) was advanced for treatment. However, during the angioplasty, the stent fractured. The procedure was completed with another of same device. No patient complications were reported.